Event description:
It was reported that the preloaded intraocular lens (iol) was implanted but then removed and not used. No further information was provided.

Manufacturer narrative:
The best estimate date is between oct 1, 2024 and oct 31, 2024, as it was noted that it was october 2024 usage. Section d6a: if implanted, give date: not applicable, as lens was removed during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed during the same procedure. Section h3 (no): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: device code(s) 3191 is to capture unspecified/other with patient involvement, as it is unclear why the lens was removed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.